Event description:
The lay user / patient contacted lifescan (lfs() on the date of event alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) spoke to the patient the next day and obtained / verified the following information: at 4:00am on the day of the event the patient testied her blood glucose and obtained a 309 mg/dl. She did not experience any symptoms and took 9u of humalin based on a sliding scale. After taking the insulin she ate a sandwich and then went to bed 15 minutes later. At 7:00am her alarm clock went off and she tried to contact her mother and was unable to dial her phone number. She sat down in her bed and tried to redial her phone number and was unable to dial the number. The patient's mother arrived at her daughter's home at 8:00 am and noticed she was not outside for their outing. She dialed her phone # and came inside the house because the patient's speech was slurred. When she went upstairs she noticed that her daughter was slumped over on the bed. She had her daughter lay down and told her grandson to contact emergency services. The patient's mother and son did not know how to use the meter; therefore did not try to test the patient's blood glucose.